Event description:
It was reported the patient experienced heart failure and phrenic nerve stimulation because of high left ventricular output due to the device being in vvi backup mode and unable to be interrogated. Programming changes were made, the device was rebooted and the device reverted to normal operation. The patient condition has improved.

Manufacturer narrative:
(B)(4).